Manufacturer narrative:
Reference - voluntary medwatch MDR report #: mw5147300.

Event description:
It was reported that this left ventricular (lv) lead was being evaluated due an unspecified issue and the electrograms was flat. No adverse patient effects were reported. No further information was available.